Manufacturer narrative:
Analysis of historical records (please also kindly refer to MFR report 9680825-2016-00086) orthofix (B)(4) checked the internal records related to the controls made on the device code gp432ce batch v1426686 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) devices. Approx (B)(4) of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint received in regards to this specific device lot. Orthofix (B)(4) checked the internal records related to the controls made on the device code gp432ce batch v1425110 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) devices. Approx (B)(4) of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint received in regards to this specific device lot. Technical evaluation (please also kindly refer to MFR report 9680825-2016-00086): the returned devices, received on september 20th, 2016 were examined by orthofix (B)(4) quality engineering area. The devices were subjected to visual check, which confirmed the problem notified, and then sent to an external laboratory for the chemical, mechanical and failure analysis. The results of the technical investigation evidenced that the material of the broken component is conforming to design specification. The screws broke due to a ductile torsional overload. The orientation of the torsional deformation is consistent with overload occurred during screws insertion. Medical evaluation (please also kindly refer to MFR report 9680825-2016-00086): the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. "Breakage of these screws is very unusual. We have insufficient information to understand why this happened. I am sorry for the patient because he is now being treated with an inferior method - a staple. We need some x-rays to try to understand the reason for these failures. It is clear from the technical report that these screws were subjected to a torque beyond their design criteria. The reasons for this must be related to the particular aspects of this operation. The technical report confirms that the screws were manufactured to specification". Final comments (please also kindly refer to MFR report 9680825-2016-00086): the results of the technical investigation evidenced that the material of the broken component is conforming to design specification. The screws broke due to a ductile torsional overload. The orientation of the torsional deformation is consistent with overload occurred during screws insertion. The medical evaluation evidenced as follow: "breakage of these screws is very unusual. We have insufficient information to understand why this happened. I am sorry for the patient because he is now being treated with an inferior method - a staple. We need some x-rays to try to understand the reason for these failures. It is clear from the technical report that these screws were subjected to a torque beyond their design criteria. The reasons for this must be related to the particular aspects of this operation. The technical report confirms that the screws were manufactured to specification". A complete medical evaluation of the case was not performed as some information about the medical procedure was not made available, i.e. Copies of the x-ray images. Based on the results of the technical evaluation and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the breakage that occurred is due to excessive load applied during the screws insertion. Orthofix (B)(4) historical records shows that no other similar notifications have been received in regards to these specific device lots. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR report 9680825-2016-00086.

Event description:
The information initially provided by the local distributor indicates: products code: gp432ce (eight-plate guided growth cannulated screw l. 32 mm); batch number: v1426686 & v1425110 (please also kindly refer to MFR report 9680825-2016-00086); quantity: 2; hospital name: (B)(6); surgeon name: dr. (B)(6); date of surgery: (B)(6) 2016; body part to which device was applied: left knee; surgery description: not applicable, shortening; patient information: (B)(6), male; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem. Event description: problem occurred: during a left femoral epiphysiodesis with the 8-plate system, the first proximal metaphyseal screw broke during final tightening in correspondence of the head screw. The same problem occurred during the implantation of the second metaphyseal screw. The distal epiphyseal screws, previously implanted during the same procedure, and the 8-plate had to be removed; change in operative technique: opening instrumentation for blount stapling. The complaint report form also indicates: the device failure did not have any adverse effects on patient; the surgery was not completed with device; a replacement device was not immediately available to complete the surgery (used blount stapling); the event led to a clinically relevant increase in the duration of the surgical procedure (30 minutes delay of the surgical procedure to remove the implants); an additional surgery was not required following device failure; copies of the operative reports are not available; copies of the x-rays images are not available; patient current health condition: the patient goes well; note and comments: the hospital notified the event to (B)(4). On september 16, 2016, orthofix (B)(4) received the following additional information: the x-rays of the case will not be made available; no devices fragments were left in the patient's bone. Please also kindly refer to MFR report 9680825-2016-00086. (B)(4).

Manufacturer narrative:
Analysis of historical records (please also kindly refer to MFR report 9680825-2016-00086) orthofix (B)(4) checked the internal records related to the controls made on the device code gp432ce batch v1426686 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) devices. Approx (B)(4) of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint received in regards to this specific device lot. Orthofix (B)(4) checked the internal records related to the controls made on the device code gp432ce batch v1425110 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) devices. Approx (B)(4) of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint received in regards to this specific device lot. Technical evaluation: the technical evaluation on the returned devices, received on september 20, 2016 is currently on going. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation, currently on going, become available. As soon as the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR report 9680825-2016-00086. Device under technical evaluation.

Event description:
The information initially provided by the local distributor indicates: products code: gp432ce (eight-plate guided growth cannulated screw l. 32 mm); batch number: v1426686 & v1425110 (please also kindly refer to MFR report 9680825-2016-00086); quantity: 2; hospital name: (B)(6); surgeon name: dr. (B)(6); date of surgery: (B)(6) 2016; body part to which device was applied: left knee; surgery description: not applicable, shortening; patient information: (B)(6), male; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: problem occurred: during a left femoral epiphysiodesis with the 8-plate system, the first proximal metaphyseal screw broke during final tightening in correspondence of the head screw. The same problem occurred during the implantation of the second metaphyseal screw. The distal epiphyseal screws, previously implanted during the same procedure, and the 8-plate had to be removed; change in operative technique: opening instrumentation for blount stapling. The complaint report form also indicates: the device failure did not have any adverse effects on patient; the surgery was not completed with device; a replacement device was not immediately available to complete the surgery (used blount stapling); the event led to a clinically relevant increase in the duration of the surgical procedure (30 minutes delay of the surgical procedure to remove the implants); an additional surgery was not required following device failure; copies of the operative reports are not available; copies of the x-rays images are not available; patient current health condition: the patient goes well; note and comments: the hospital notified the event to (B)(4). On september 16, 2016, orthofix (B)(4) received the following additional information: the x-rays of the case will not be made available; no devices fragments were left in the patient's bone. Please also kindly refer to MFR report 9680825-2016-00086. (B)(4).